Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
It was reported that the patient presented for implantation procedure. During the procedure, when the right ventricular lead helix was deployed, the pacing system analyzer did not show injury current. The lead was not used, and a new lead was implanted successfully in the same location. The patient was stable.